Manufacturer narrative:
Off-label, unapproved or contraindicated use degree of angulation.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. The patient had a proximal aortic neck of length 15mm and angulation of 90 degrees. An endurant cuff was implanted as a prophylactic during the index procedure due to the patient's short proximal neck and tortuous anatomy. It was reported that at the index procedure on final angiogram, an endoleak was suspected but the procedure was completed without pe rforming any treatment for the suspected endoleak. A further follow up abdominal ultrasound on (B)(6) 2017, showed a type ia endoleak proximally. It is noted that a further follow up CT indicated the endoleak seemed to have resolved. As per the physician, the cause of the event was anatomy related due to the length and angulation of the proximal aortic neck. No clinical sequelae were reported and the patient is being monitored by their physician.